Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a worn upstream occlusion (uso) seal, worn downstream occlusion (dso) seal, and scratched lens. No evidence was found in the event history log. Functional testing was able to replicate the reported issue; the device was found to be overdelivering. The root cause was determined to be a high spec expulsor. The expulsor was trimmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed volume testing. The event occurred during testing; there was no patient involvement.